Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot number (h10h31055), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
A baxter sales representative received a report of peritonitis from a home patient's (hp) nurse. The nurse reported the hp was having pain, cramping, and a burning sensation while performing therapy. Product surveillance obtained the following additional information from the nurse: the hp had recently had their catheter surgery and began pd therapy on (B)(6) 2011. Prior to that, the nurse was just doing manual flushes and leaving a small amount of solution in. The nurse was flushing the catheter and stopped due to the hp having pain. The nurse thought the cramping may have been drain pain and placed the hp on tidal therapy, which helped with the cramping. The hp has been able to infuse about 2000ml. When the nurse had the hp infuse 2500ml the pain started again. The patient went back on hemodialysis for a total of four treatments and then resumed therapy on the cycler on (B)(6) 2011. The hp was treated with ancef, but reported burning pain when instilling the solution containing ancef. The patient's last dose of ip ancef is scheduled for (B)(6) 2011. The patient is still currently experiencing cramping during therapy. The nurse stated she is not sure if the patient is sensitive to the ph or possibly the ancef. There was no exit site or tunnel infection. The cause of the peritonitis was unknown. Patient outcome was unknown at this time. A culture and analysis will be repeated in two weeks. No additional information was provided.